Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient had inaccurate cgm values 5 days after the sensor was inserted into the arm. On (B)(6) 2023, the patient experienced nauseous, dizziness and presyncope. The cgm was reading 294 mg/dl and the blood glucose reading was 817 mg/dl. The patient was treated with an insulin drip for 3 hours and unremembered medications and was recuperating after treatment. At the time of the report, the patient was feeling irritated, the patient was still at the hospital when calling technical support. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.